Event description:
Pt is three years following a right total knee arthroplasty. The femoral component fractured at the medial condyle. The fractured femoral component resulted in polyethylene wear of the tibial insert. Revision was due to fracture of femoral component.

Manufacturer narrative:
The pfc femoral component fractured through the medial condyle at the posterior distal chamber. Stereobinocular examination of the fracture surfaces at up to 60x magnification revealed that the fracture mode to be that of fatigue. There was no evidence of material manufacturing defects. At this time, jjpi considers this file closed.